Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose for the past few days, and the insulin pump was not delivering the bolus that she did program. Instructed the customer to remove the battery and to insert, but the device alarmed a battery out of limit. The alarm was cleared and found that the bolus history was correct. No further information was provided.